Event description:
As reported summary this lead was capped since implant ((B)(6) 2014) until the lead was attempted ((B)(6) 2018) to be used and un-usable due to lv impedance issues; lead was capped. This is the same event as MDR 2183787-2018-00044.